Event description:
It was reported that when a patient presented for an unrelated surgery, the device was unable to be interrogated. The device was unable to be interrogated with two different programmers in two different rooms. Device replacement was anticipated.